Event description:
On 7/29/81 an ipp device was implanted. On 12/6/82 the connectors were revised. On 12/11/85 the cylinders were revised. On 5/7/97 the ipp device was removed from the pt and an ambicor device implanted due to erosion - small hole in one cylinder.